Event description:
On 10/29/2025, intuitive surgical, inc. (Isi) received user facility report(B)(4) stating: robot cardier forceps cables snapped during use. No broken pieces in the patient, arm removed, tagged and submitted to intuitive.

Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.